Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report a broken reservoir on the insulin pump. Customer stated that a piece of plastic fell off the pump and the tube lip of the reservoir is broken. Customer's blood glucose reading was 486 mg/dl. Product is being replaced.